Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were small air bubbles coming from the cartridge. The customer's blood glucose level was not impacted. Tandem's technical support recommended the customer prime the cartridge until the air is removed.